Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had half height drawer 3.2 failure and pocket did not open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that there was no error on screen. Then fse had the customer log in, and user could remove medication, and the cubie opened successfully multiple times. The system functioned as intended after field service engineer tested the device.